Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies vessel dissection as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm in a tortuous right posterior inferior cerebellar artery (pica), a possible vessel dissection was identified. There was no reported additional intervention or clinical sequela.